Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported stimulator is on a low setting and 'it goes wacky', meaning the patient feels overstimulation. This has happened 2 or 3 times. The patient reported one time it happened when he was bending over and another time when he was getting up from a chair. When asked if the overstimulation was due to positional movement, patient responded 'not necessarily'. The patient reported he turns stimulation off and the overstimulation goes away. Caller is not currently having the overstimulation. The programmer showed stimulation on. The patient stated he does not use ins every day. Caller states they only use it when they have a problem. The patient added that he does welding. The patient was redirected to their healthcare provider (hcp) to check internal components. Physician listings were sent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had an appointment on (B)(6) 2019. No further co mplications were reported.